Event description:
A customer reported a tandem mobi cartridge alarm that occurred while they were sleeping. There was no adverse impact to the customer¿s blood glucose level. Customer support instructed the customer to reload the cartridge and resume insulin therapy.